Event description:
It was reported that the patient had unresolved high impedances during ins implant. The patient had an extension implanted (B)(6) 2021, end of extension was covered with an extension boot that was sutured on. Boot was removed with a surgical blade during the ins implant on (B)(6) 2022. Multiple attempts to remove, clean, and reinsert the extension into the ins did not resolve the problem. Impedance readings showed "investigate" when running at max (1.0 ma) power, but would show "high" when run at lower 0.1 or 0.4 ma power. While attempting to setup brainsense, the process failed because the impedance check is only performed at the lower powers and thus unable to setup brainsense. The issue was not resolved.

Manufacturer narrative:
Continuation of concomitant medical products: product ID b3400040, lot# serial# va2e1huv09, implanted: (B)(6) 2021, product type: extension, ubd: 20-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b3400040 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) that further actions were not taken or planned at t his time to resolve to the impedance issue. During a clinic appointment on (B)(6) 2022, the hcp indicated a desire to move forward with programming and brainsense setup with the system as is. The high impedances were not resolved and showed the same readings at the clinic appointment. The patient appeared to receive therapeutic benefit but was stated it's hard to say this early in the process.